Event description:
It was reported that the mains inlet of the compressor was burnt. There was no patient harm reported. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to burnt mains inlet. There was no patient harm. Identification of problem has been done by analyzing problem description and service report. According to received information, the issue was resolved by replacing mains inlet. The defective parts have not been returned to the factory for further evaluation. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).